Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the stretchy silicone sleeve completely detached from the gray ring of the seal cap assembly device? Yes. Or was the silicone sleeve only partially torn away from the gray ring on the seal cap assembly device? Yes.

Event description:
It was reported that, device breakage. Opened the packing, before used on the patient, the seal was broken as the pictures show. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2017. D4: batch # n92j1v. Device analysis: the analysis results found that the hap02 device was received with the iris seal torn. In addition, the tyvek was returned along with the instrument. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.